Manufacturer narrative:
Device not returned.

Event description:
Reportedly, valve explanted after 16 months implant duration due to prosthetic mismatch per the doctors office. No valve available for return. No further info available.